Manufacturer narrative:
Examination of the first lead exhibited a bend in the lead body that caused the body to crease, compress and permanently deform the lead body and coil. The mechanical deformation of the lead prevented the stylet from being fully inserted. The second lead was received in two pieces, with the first fragment separated from the lead due to a cut. The second fragment exhibited compression to the lead and coil, with no obstruction allowing the stylet to pass through the lead with ease. The device history review (DHR) was reviewed and no anomalies were noted. All devices are 100% tested at the time of manufacture.

Event description:
Patient reports no longer experiencing paresthesia coverage. Irregular impendence readings; leads were explanted.